Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Possible expired product implanted. (B)(6) notified ppg on 11 may 2020 that a patient may have been implanted with an expired product.

Event description:
It was reported that the patient is doing well post-operatively and is satisfied with their device delivering effective therapy.

Manufacturer narrative:
Use of product past product expiration date was confirmed. Product was implanted monday 04 may 2020, whereas product expiration was friday 01 may 2020. Based on the review of the complaints, the method used to assign ubd for the product, sterile barrier testing performed, the overall performance of the device, intended use of the device, low probability of occurrence and worst-case risk assessment detailed above, the patient risk for use of a device passed the ubd is remote. Escalation of policy violation for the abbott representative was completed and retraining was done. No reports of patient adverse impacts inclusive of 30 days past the implant procedure date can be found in the per gfe (good faith effort). No further action outside of completion of CAPA 116859 planned activities is needed.